Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office called reporting that their patient began whitening at home on (B)(6) 2016. After waking up on (B)(6) 2016 following the second night of whitening, the patient's lips were mildly swollen. Dental office advised the patient to discontinue use of the kor desensitizer permanently. The patient called dental office on (B)(6) 2016 to report that her lips were still slightly swollen. Evolve rep. Instructed dental office to advise patient to see her general practitioner to help with any symptoms. Followed-up with dental office on (B)(6) 2016, the patient was improving, although she still had some discomfort, she did not feel it's necessary to see her general practitioner. Left message to dental office. On (B)(6) 2016, dental office said the patient was completely back to normal as of (B)(6) 2016 (last friday).